Event description:
A caller reported a malfunction in the pump with a specific malfunction code displayed. There was no adverse impact to customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while instructed to call back if the issue reappears.